Manufacturer narrative:
Product analysis: the complaint could not be reproduced, but the error code was confirmed in the device logs. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer froze, after which an error code appeared. Removing the battery and resetting the programmer did not resolve the issue; a different programmer was used with no difficulty. The programmer is expected to be returned. No patient complications have been reported as a result of this event.